Manufacturer narrative:
The field service engineer ran precision studies and the results were normal. The fan and measuring system were checked and were fine.

Event description:
The initial reporter stated they received discrepant results for two patient samples tested with crep2 creatinine plus ver.2 on a cobas integra 400 plus. It was asked, but it is not known if any incorrect results were reported outside of the laboratory. The customer stated that creatinine results will be higher when run with other tests than when tested individually. The customer mentioned they also had calibration and control issues with a second test run on the analyzer. The first sample initially resulted in a creatinine value of 94 umol/l and repeated as 157 umol/l. The second sample initially resulted in a creatinine value of 79 umol/l and repeated as 112 umol/l. The creatinine reagent lot number was 58646201, with an expiration date of 31-jul-2022.

Manufacturer narrative:
The calibration and control data for creatinine were acceptable. A general reagent issue is therefore excluded. The extra wash cycles on the analyzer were updated. Probes were exchanged and no further issues occurred after this action. The investigation determined that the issue is consistent with incorrect pre-analytic sample handling.